Event description:
Info received indicates the bed goes into the trendelenburg position when raising the bed.

Manufacturer narrative:
The technician found the head hi/low sensor loose. The technician re-installed the sensor to repair the bed.